Manufacturer narrative:
No unexpected alarm occurred during testing. The insulin pump passed functional testing. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery during several bolus attempts. The blood glucose reading was 258 mg/dl. The customer stated that he would change the infusion set, which would resolve the issue momentarily, but the alarm recurred by the next day. He stated that the new infusion set worked during breakfast, but by lunch he received another no delivery alarm. He noted that he may have underestimated the correction he gave in the morning regarding his blood glucose. Insulin exited the tubing during a fixed prime, but the customer did not feel comfortable with the device and requested its replacement. He changed the infusion set 4 times since the day prior. He called again, reporting another no delivery alarm which occurred during a manual prime process. Insulin exited during a manual plunger push through the reservoir. He was advised that the insulin pump was working as designed. He was advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-02380. Please see medwatch report # 3004209178-2015-84896.